Event description:
It was reported that during repair of an infrarenal abdominal aortic aneurysm (aaa), balloon removal difficulties were encountered. The customer stated that " a gore excluder aaa endoprothesis was implanted to repair an infrarenal abdominal aortic aneurysm. After implantation of a trunk-ipsilateral leg component, the physician inserted a boston scientific equalizer balloon catheter into the contralateral gate of the trunk-ipsilateral leg component to verify device cannulation. When the balloon catheter was removed, it became lodged on the leading end of a 12 fr gore introducer sheath. The physician was able to remove the balloon catheter." The procedure was successfully completed with this device. No patient injuries or complications were reported. Patient status is reported as "fine."

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation, therefore, a failure analysis is not available, and we are not able to determine the root cause of this event. Because the batch number for this complaint is unk, the shop floor paperwork could not be examined.